Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. The acetabular liner and femoral head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effects states, "early or late postoperative infection and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07091 & 07092).